Event description:
Customer reported the test did not start on his precision xtra blood glucose meter after a sample was applied to a test strip inserted into it. He further reported that on (B)(6) 2011 he experienced "low glucose seizures" which resulted in a loss of consciousness. Paramedics were called and initiated an intravenous infusion of unknown type. Customer additionally self-treated by eating food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown.

Manufacturer narrative:
The complaint is not confirmed. Control solution testing was performed on the returned meter and all results were within range specification. No errors were observed. No new issues were observed.